Event description:
After the implant procedure was completed, imaging suspected a pneumothorax. Patient was admitted for observation where pneumothorax was confirmed the following day. Physician brought the patient back into the or, repositioned the sense lead, inserted a pigtail catheter, and closed. Pneumothorax resolved and patient was discharged 2 days later. This resolved the issue.